Manufacturer narrative:
(B)(4). Conclusion: device not returned, log review only. The date set and event logs have been received. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
The customer reported a saline infusion was off for approx two hours without the nurse being aware. There was no alarm and the device did not convert over to a keep open rate. The biomed was unable to duplicate the reported event. Channel a had the saline infusion running and channel b had another medication but the biomed is not sure that was. There was no pt harm or medical intervention required. Customer stated no add'l pt or event info is available.